Event description:
My husband died from nephrogenic systemic fibrosis on (B)(6) 2015 because of many MRI's he has had from 1997 to his death. He developed symptoms of nsf around 2000. He was diagnosed with kidney disease in 1980, started dialysis 2002-2003, received a kidney transplant on (B)(6) 2008. Though he suffered from symptoms of nsf starting in 2000, no physician was ever concerned enough to further investigation why he had all of these known symptoms. Nsf was never mentioned. He saw many renal doctors in the past years, you would think at least one would have identified something was seriously wrong. It wasn't until (B)(6) 2010, that he was diagnosed with nsf by a dermatologist through a biopsy on his leg. I have been seeking an nsf attorney for the past year and I am having a very difficult time getting one to represent me. One firm acquired my husbands medical records, found the mris, but none showed which contrast was used and wouldn't pursue any further. I am, needless to say, devastated. How do I receive justice for this careless mistake which took my husbands life? I feel that this disease is being hushed up, even though there is a class action lawsuit going on they don't seem to want this to explode into something bigger. It's my opinion. Someone needs to take blade for this. My husband never knew he had this disease. The diagnosis was found on the medical records which were obtained from the attorneys. We were told in 2010 that he had t-cell lymphoma, which turned out to be an incorrect diagnosis. My family and I never heard nsf mentioned until the last week of my husband's life. This is such a tragedy for us and I can't find anyone to help me. This is why I need to file a claim. Thank you. (B)(6).